Manufacturer narrative:
Section h6: correction (patient code). Manufacturer's investigation conclusion: a direct correlation between the reported aortic insufficiency and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU states that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient developed aortic insufficiency (ai) on an unspecified date. Patient's ai resolved after aortic valve replacement. No further information was provided.